Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. Labeling review confirmed the instructions for use. (IFU) includes appropriate instructions for use. A risk review was completed and confirmed that the event of "device damaged/defective" was defined in the risk documentation. Codes "cancelled/rescheduled - post sedation/sedation unknown" and "prolonged surgery" are subsequent events of the primary anticipated event. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. The most probable cause of the reported issue cannot be established due to lack of evidence. Block h6: imdrf impact code f1001 captures the reportable event of procedure aborted.

Event description:
It was reported that during the spaceoar vue placement procedure, the powder vial was cracked, therefore the procedure could not be performed. The patient was sedated under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure aborted.

Event description:
It was reported that during the spaceoar vue placement procedure, the powder vial was cracked, therefore the procedure could not be performed. The patient was sedated under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.